Manufacturer narrative:
Review of the DHR confirmed there were no changes in raw material or manufacturing processes. Routine testing of finished product for primary skin irritation consistently tested as nonirritating. The manufacturer is filing this report conservatively, due to the medical intervention with the prescribed medrol dose pack. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
It was reported to the manufacturer that a respiratory therapist had allergic reactions off and on for several months. The reaction started as reddened cheeks and neck, swollen eyes and ears, itching and a rash. Rt was seen by a private ent physician that diagnosed contact dermatitis and prescribed benadryl and medrol dose pak. A lot number was not identified due to the rt working in numerous locations throughout the facility. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility, where the incident occurred. This product incident is documented in the kimberly-clark complaint database.